Event description:
During the initial procedure, the target lesion was located in the left anterior descending (lad) artery. Pre-intervention percent stenosis was not reported. The target lesion was pre-dilated and a 3.0x20mm taxus stent was deployed in the lad. No post-intervention percent stenosis was reported. No information concerning the calcification or tortuosity of the treated vessel was reported. The patient received heparin, nitroglycerin, , and plavix during the procedure. No information was reported concerning how the patient tolerated the procedure. The patient presented 335 days after the initial procedure with an in-stent restenosis of the 3.0x20mm taxus stent in the lad. No information was reported on the percentage of in-stent restonosis. A 2.75x32mm taxus stent was deployed in the in-sent restenosis region of the lad. Post intervention percentage restenosis was not required. No information was reported concerning patient complications.